Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. B76636-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pre-diabetes, pelvic adhesions, retroverted uterus and cesarean section. Concomitant products included medroxyprogesterone acetate (depo provera). On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), back pain ("back pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), heavy menstrual bleeding ("menorrhagia (heavy menstrual bleeding"), psychological trauma ("psych injury"), fatigue ("fatigue") and alopecia ("hair loss"). The patient was treated with surgery (hysterectomy (full),salpingectomy(bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, abdominal pain, back pain, dyspareunia, heavy menstrual bleeding, psychological trauma, fatigue and alopecia outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, dyspareunia, fatigue, heavy menstrual bleeding, pelvic pain and psychological trauma to be related to essure. The reporter commented: the patient received treatment for pain, bleeding. Right: 2 coils, left: 3 coils. Uterus with extensive adhesions to anterior abdominal wall also involving the left round ligament that deviated the uterus in a clockwise fashion and resulted in significant malpositioning. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2014: essure confirmation test (unspecified) showed bilateral occlusion. Lot number: b76636. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain. Lot number- b76636 is not valid . Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 24-may-2021: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. B76636-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pre-diabetes, pelvic adhesions, retroverted uterus and cesarean section. Concomitant products included medroxyprogesterone acetate (depo provera). On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), back pain ("back pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), heavy menstrual bleeding ("menorrhagia (heavy menstrual bleeding"), psychological trauma ("psych injury"), fatigue ("fatigue") and alopecia ("hair loss"). The patient was treated with surgery (hysterectomy (full),salpingectomy(bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, abdominal pain, back pain, dyspareunia, heavy menstrual bleeding, psychological trauma, fatigue and alopecia outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, dyspareunia, fatigue, heavy menstrual bleeding, pelvic pain and psychological trauma to be related to essure. The reporter commented: the patient received treatment for pain, bleeding. Right: 2 coils, left: 3 coils. Uterus with extensive adhesions to anterior abdominal wall also involving the left round ligament that deviated the uterus in a clockwise fashion and resulted in significant malpositioning. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2014: essure confirmation test (unspecified) showed bilateral occlusion. Lot number: b76636. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain. Lot number- b76636 is not valid most recent follow-up information incorporated above includes: on 17-may-2021: update of information (batch is not valid). Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. B76636) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pre-diabetes, pelvic adhesions, retroverted uterus and cesarean section. Concomitant products included medroxyprogesterone acetate (depo provera). On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), back pain ("back pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), heavy menstrual bleeding ("menorrhagia (heavy menstrual bleeding"), psychological trauma ("psych injury"), fatigue ("fatigue") and alopecia ("hair loss"). The patient was treated with surgery (hysterectomy (full),salpingectomy(bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, abdominal pain, back pain, dyspareunia, heavy menstrual bleeding, psychological trauma, fatigue and alopecia outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, dyspareunia, fatigue, heavy menstrual bleeding, pelvic pain and psychological trauma to be related to essure. The reporter commented: the patient received treatment for pain, bleeding. Right: 2 coils, left: 3 coils. Uterus with extensive adhesions to anterior abdominal wall also involving the left round ligament that deviated the uterus in a clockwise fashion and resulted in significant malpositioning. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2014: essure confirmation test (unspecified) showed bilateral occlusion. Lot number: b76636. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain. Most recent follow-up information incorporated above includes: on 29-apr-2021: mr received. Reporter information, patient medical history, product lot number, concomitant medication, rcc added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), back pain ("back pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding"), psychological trauma ("psych injury"), fatigue ("fatigue") and alopecia ("hair loss"). The patient was treated with surgery (hysterectomy (full),salpingectomy(bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, abdominal pain, back pain, dyspareunia, menorrhagia, psychological trauma, fatigue and alopecia outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, dyspareunia, fatigue, menorrhagia, pelvic pain and psychological trauma to be related to essure. The reporter commented: the patient received treatment for pain, bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2014: essure confirmation test (unspecified) showed bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-sep-2019: pfs received : previously reported event of "injury" was replaced with pain: pelvic. New events were added - pain: abdominal, back, dyspareunia (painful sexual intercourse), bleeding: menorrhagia (heavy menstrual bleeding), psych injury, other injuries/symptoms: fatigue, hair loss. Product information was updated. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.